Event description:
It was reported that during a embolization treatment procedure, a pusher wire broke and migrated. Vascular access was obtained via the left arm. A .035 interlock diamond 10mm interlocking coil was advanced to the severely tortuous hypogastric region, but became stuck at the end of a 4f non bsc catheter. The coil was able to be deployed. However, during deployment the pusher wire attached to the coil broke off and was free flowing in the iliac artery. The pusher wire and the coil were retrieved thru the sheath with a snare. The procedure was completed with a different device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).